Event description:
It was reported that the nail was returned broken.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report. It is not known if the patient was revised.